Event description:
The initial rptr contacted shiley to report that the pt was scheduled for replacement of bjork-shiley convexo-concave mitral heart valve due to "perianular leakage around the valve". Upon follow up, the initial rptr stated that the pt had a cardiac catheterization done in 2001 which revealed that the "leakage was not significant enough to operate" and the plans for replacement surgery were cancelled.